Event description:
It was reported that the patient had had multiple adjustments and was wondering if the ¿wave¿ would ever be gone from his legs. Since implant he had always had this ¿wave¿ of sensation in the legs. The patient also experienced pain so bad that he turned the implant off. It was confirmed that the ¿wave¿ sensation was stimulation sensation and the implant was for back pain from a preexisting condition. The patient mentioned 2 appointments he had on (B)(6) 2015 and (B)(6) 2015. Follow-up was performed to determine if the patient had received further assistance and if they had any further concerns. Additional information received reported that the patient had a revision in (B)(6) 2014, but the problem with the patient¿s legs was not resolved. The patient¿s new pain physician will set up another appointment. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type:recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).